Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe in related complaint due to u-02 errors in association with the same issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported erbe encountered m-36 errors while using a handheld bovie instrument with the integrated electrosurgical unit (iesu) or erbe. Prior to contacting tse, customer switched over to the monopolar curved scissors (mcs) instrument with the same monopolar port and it was working normally. Customer continued as planned. Tse recommended using a backup generator or a different dv tower. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis u-02 error and not confirmed. The reported problem was confirmed as happening in the field. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using system, energized and cauterized, and all ports recognized instruments. The root cause could not be determined based on failure analysis as the issue was not confirmed and no errors could be detected based on the reported complaint; however, the issue could be attributed to a system communication error within the erbe generator.

Event description:
Refer to h11 for follow-up information.